Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the biopsy procedure. It was reported that during a biopsy procedure, the device allegedly breaks. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One electronic video was provided and reviewed. The video shows, hcp demonstrating a green magnum needle in that the cannula hub was noted to be broken. Based on the video review the reported event can be confirmed. Therefore, the investigation is confirmed for the reported break issue as the cannula hub was noted to be broken in the provided video. A definitive root cause for the alleged break issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the biopsy procedure. It was reported that during a biopsy procedure. The device allegedly breaks. The procedure was completed with another device. There was no reported patient injury.